Event description:
Customer alleges the chair legs are very unstable. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 9781 serial number/date code (B)(4) (invalid number provided). The owner's manual part number 1122173 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that the legs on the 9781 shower chair she received from the hospital is allegedly unstable. Page 1 of the instruction sheet states the following warnings, "all four leg tips must be in contact with shower/tub floor at all times. Always inspect the shower chair to ensure that it is properly positioned and stable before using. Do not use the shower chair if it is wobbly or unstable. The shower chair legs have suction feet. Check the suction feet for rips, tears, cracks or wear. If any of these conditions exist, replace them immediately. This product should only be used with tub floors wider than 16-inches. Users with limited physical capabilities should be supervised or assisted when using the shower chair". No injury alleged.